Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and other complications. During the revision the bhr head was removed. The bhr cup remained implanted, a competitor stem, femoral head were implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The primary surgery was performed in (B)(6) 2012. Four (4) years later the revision was done. The intra-operative revision report documents; ¿the patient had a pseudotumour within the joint. There was a significant amount of effusion. The anterior capsule was attenuated as well as having a significant amount of metalloid-type tissue on the intraarticular aspect of the capsule. The pseudotumour extended into its entire intraarticular tissue. More pseudotumour was identified and resected and sent to pathology. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation.¿ the clinical information provided is consistent with reactions from metal debris. However, the source cannot be confirmed. Additionally, the explanted device was not returned for evaluation and it cannot be concluded that the reported clinical reactions are associated with a mal-performance of the implant. It was also noted that use of a competitor¿s stem, femoral head were implanted at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
UDI-di: (B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain and other complications.